Event description:
It was reported that the patient presented to the clinic remotely for a follow-up. Upon examination, it was noted that the pacemaker exhibited intermittent undersensing of atrial fibrillation rhythm. The pacemaker was reprogrammed on (B)(6) 2022 to resolve the undersensing. There was no consequences to the patient.